Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt died from natural causes, and pump support was withdrawn. It was also reported that the pt's death was not related to a device malfunction or vad therapy. Additional info was received from the physician that the pump was working fine at the time of the pt's death and was not related to the pt's issues. The pt had right-sided heart failure, multiple gi bleeding episodes, as well as renal issues.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.